Event description:
This rv lead was implanted on (B)(6)1997 and remains implanted at this time. A call to technical services placed on (B)(6)2013 stated that lead safety switch was tripped on september. The impedance was >2500 ohms in both unipolar and bipolar. Testing was discussed and it seemed to be unipolar. It was verified that both impedances were out of range of >2500 ohms. In unipolar, the pacing thresholds is 2.2 v @ 0.5 ms. It was also verified that this lead is bipolar for pacing and sensing in the ventricles. It appeared that the lead may be fractured. The high impedances trend of the lead started in (B)(6) 2013. No other information is available. A product performance report received on (B)(6)2013 states that this rv lead was capped on (B)(6)2013 due to safety switch issue and high pacing threshold. The physician was dr.(B)(6) at (B)(6)hospital. Please see attachment. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).